Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and aortic stenosis ('blood or heart disorder/condition type: dr. Was concerned that I had aortic stenosis') in a female patient who had essure (batch no. 626289) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify did not undergo confirmation test". The patient's medical history included body mass index normal, cholecystitis chronic, nausea, vomiting, photophobia, sensory disturbance, visual disturbances, anemic, allergy, bleeding genital and pap smear abnormal. Concurrent conditions included pancreatic disorder, ovarian cyst, renal cyst nos, uterine bleeding, parakeratosis, squamous cell metaplasia, nabothian cyst and leiomyoma nos. Concomitant products included topiramate (topamax) since 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("menorrhagia"). In 2010, the patient experienced aortic stenosis (seriousness criterion medically significant), headache ("headaches"), fatigue ("fatigue"), migraine ("migraines"), anaemia ("anemia") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant/ (B)(6) 2016(total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, aortic stenosis, headache, fatigue, vaginal haemorrhage, menorrhagia, anaemia and weight decreased outcome was unknown and the migraine and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anaemia, aortic stenosis, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Date of insertion: (B)(6) 2008,??-??2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record: migraine, headache ,fatigue, anaemia, menorrhagia, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs&mr received reporter information, lot no was added. Insertion date updated.new event was added vaginal hemorrhage, menorrhagia, migraines, anemia, aortic stenosis, weight loss, lower abdominal pain, device monitoring procedure not performed. Severity added lower abdominal pain, migraines. Outcome added lower abdominal pain, migraines. Concomitant drug and medical history was added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and aortic stenosis ('blood or heart disorder/condition type: dr. Was concerned that I had aortic stenosis') in an adult female patient who had essure (batch no. 626289) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify did not undergo confirmation test". The patient's medical history included body mass index normal, cholecystitis chronic, nausea, vomiting, photophobia, sensory disturbance, visual disturbances, anemic, allergy, bleeding genital, pap smear abnormal, phonophobia, drug allergy, fatigue, heart murmur, weight gain, uterine bleeding, uterine fibroid, constipation, vaginal infection, dyspnea, vitamin deficiency, hand pain, anxiety attack, tooth infection, toothache, influenza, headache, sinusitis bacterial, abdominal hysterectomy (follow up on abdominal hyst done (B)(6) 2016) and uterine bleeding. Concurrent conditions included pancreatic disorder, ovarian cyst, renal cyst nos, uterine bleeding, parakeratosis, squamous cell metaplasia, nabothian cyst and leiomyoma nos. Concomitant products included ascorbic acid, docusate, ferrous sulfate and topiramate (topamax) since 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("menorrhagia"). In 2010, the patient experienced aortic stenosis (seriousness criterion medically significant), headache ("headaches"), fatigue ("fatigue"), migraine ("migraines"), anaemia ("anemia") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant/ (B)(6) 2016(total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, aortic stenosis, headache, fatigue, vaginal haemorrhage, menorrhagia, anaemia and weight decreased outcome was unknown and the migraine and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anaemia, aortic stenosis, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Date of insertion: (B)(6) 2008,??-??2007 left side- 4 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record: migraine, headache ,fatigue, anaemia, menorrhagia, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-jul-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery ( to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, headache and fatigue outcome was unknown. The reporter considered fatigue, headache and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.